Event description:
It was learned through medical record that a 27 mm 7300tfx magna ease mitral valve in mitral position was explanted after an implant duration of 8 years, 9 months due to severe regurgitation as well as having paravalvular leak. Mvr was completed with a non-edwards valve. Per medical records, the patient has chronic heart failure that was being managed. The patient underwent redo-avr with a 21 mm 11500a resilia inspiris and concomitantly had redo-mvr with a non-edwards valve. Patient was discharged to home on pod# 8.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.